Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a high blood glucose reading of 24.3 mmol/l. The customer had been experiencing high blood glucose levels for the past two days. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to continue troubleshooting as she had to attend to her baby. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.